Manufacturer narrative:
(B)(4). The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The service center reported that during testing the 5 volt reference voltage was low out of spec (4.99 volts). The ligasure power outputs, at 2 amps, 4 amps and 5.5 amps, were high out of spec. The ligasure peak to peak voltage was high out of spec. The investigation isolated the failure to the calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The unit was calibrated to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report: 06-feb-2017. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the tech and surgeon were setting up the bovie and suction lines over the drape. The bovie (stryker smoke evacuator pencil) suction was hooked up while they were about to secure the lines, when the forcetriad generator alarmed the same sound as when the bovie pencil is in use. The surgical tech stated they did not touch the pencil button to activate it. The operating room staff disconnected the plug from the bovie machine, and found about 5mm long skin cut-through on patient's right upper arm where the bovie tip was. The degree of burn is unknown. The surgeon inspected the wound. The burn was treated with xeroform dressing and gauze. The procedure was completed with a different bovie.